Event description:
It was reported that the 9800 sys displayed a "high ma error" on the c-arm during a case. The case was completed and there was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Completed a filament calibration on the sys. The sys was tested and found to be working as intended and placed back into svc.